Event description:
New information received states that the device was reprogrammed. The patient condition was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that post paced t wave oversensing was observed via a merlin.net transmission. The patient was asymptomatic. Reprogramming was recommended.

Event description:
New information received states that during patient surgery, unrelated to the device, another instance of post paced t wave oversensing was observed. Further programming changes were implemented.